Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a routine follow-up after receiving notifier alert for out of range high hv lead impedance value. No anomaly observed when performing isometrics and pocket manipulation testing. Via diagnostic imaging, no externalized conductors were noted. Suspected lead fracture. The lead was capped and replaced.